Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The internal battery was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. The astral device data logs were returned to resmed for an investigation. Review of the device data logs confirmed the occurrence of an internal battery error message and revealed the single occurrence of an error (system fault 218) related to a main board error. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported internal battery error was due to a battery controller software issue. The investigation determined that the reported system fault 218 was due to software upgrade. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery error message. There was no patient harm or serious injury reported as a result of this incident.